Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was over temperature fluid on a homechoice device. This event occurred before patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was completed. The event history log review did not identify anything related to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection and a short simulated therapy were performed. Electrical and safety testin were performed. Functional testing determined that there was a warm-up cycles' accuracy check failure during testing. The reported event was verified and the cause was determined to be inadequate calibration of the warm-up cycles' accuracy testing. The device was calibrated during service to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.